Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and dislodgment occurred. The 98% stenosed, 38mm in length target lesion was located in the seriously tortuous and calcified, 5.0mm in diameter mid to distal left anterior descending artery. A 32 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up and the stent dislodged. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and dislodgment occurred. The 98% stenosed, 38mm in length target lesion was located in the seriously tortuous and calcified, 5.0mm in diameter mid to distal left anterior descending artery. A 32 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up and the stent dislodged. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable. It was further reported that the stent was not dislodged. The stent was lifted up and displaced on the balloon, but stent still remained on the balloon. The device was removed directly. Promus premier ous mr 32 x 4.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No issues were identified during the product analysis.